Manufacturer narrative:
When the investigation is completed and I received the engineer's report, I will file a supplemental report.

Event description:
It was reported that the clip fell out of case during the operation.